Event description:
This complaint was reported by a customer from belgium. A delivery issue was reported. No human harm and no medical intervention was reported as a result of this event. Since the likelihood to cause or contribute to death or serious injury could not be determined due to lack of information regarding the type of drug the complaint will be reported from abundance of caution.

Manufacturer narrative:
Eitan medical has conducted multiple attempts to receive the event log of pump, as well as the pump itself, for investigation. However, neither was provided by the customer. As a result, a comprehensive investigation of this event could not be conducted. If the event log and/or the pump are provided by the customer, an investigation will be conducted, and the investigation's findings will be presented in a follow up report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Manufacturer narrative:
Eitan medical requested additional information from the customer, the pump's serial number, the pump itself, and the event log. To date, none of these have been received. Once the information is provided, the investigation findings will be detailed in a follow-up report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Event description:
This complaint was reported by a customer from belgium. A delivery issue was reported. No human harm and no medical intervention was reported as a result of this event. Since the likelihood to cause or contribute to death or serious injury could not be determined due to lack of information regarding the type of drug the complaint will be reported from abundance of caution.